Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found black substance in the biopsy channel after a brush was passed through the biopsy channel. Other findings includes a production label without ce; the biopsy channel has a leak; the angulation is low; there is play at the up/down knob; the objective lens has scratches; the customer bar code is on the grip. Non-olympus parts found includes switch/camera, free-engage knob, plastic distal end cover, light guide lens, nozzle, bending section cover, bending section cover glue, insertion tube, light guide tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope has "oil coming from the inside of the scope, looks like graphite, it's a black, lubricant like substance." The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, and the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, it is most likely that the foreign material inside the scope was due to improper reprocessing as a result of leakage in the biopsy channel. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer believes the foreign material to be mineral oil. There was no delay in the start of the precleaning, and no abnormalities in the accessories used for reprocessing. The device was not presoaked in the detergent solution, but the instrument channel port and suction cylinder were brushed. Lastly, the customer aspirated water through the instrument/suction channel, and wiped/brushed the outlet with clean lint-free cloths, brushes, or sponges. The suggested event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.